Event description:
It was reported that there was a possible failure with the glidewell ht. Additional information reported that the patient presented for implant placement on (B)(6)2025 on tooth position #13. The patient returned on (B)(6) 2025 with complaint of pain and discomfort. During the examination, the provider did not observe any infection or issue with the implant. The implant was stable. The reported device was explanted due to the pain and discomfort experienced by the patient. No medical / surgical intervention was required. No grafting was performed; the doctor is allowing the site to heal on its own. No replacement was implanted. The patient status was reported as healthy. Additional information received reported that the symptoms resolved after implant removal, there was no permanent patient injury and the patient had good oral health.

Manufacturer narrative:
Additional information: b7. Corrected information: b3, b5. G3 in the initial report was inadvertently reported as 11/03/2025, however, the date should been reported as 10/22/2025. Manufacturer reference: (B)(4).

Manufacturer narrative:
Corrected information: d6b. G3 in the initial report should have been reported as 10/31/2025. The device has been received and the investigation has been completed. The results are as follows: DHR results: the DHR was reviewed for glidewell ht implant lot#6262287 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: a review of stock product was performed for glidewell ht implant lot# 6262287 and found no additional product in stock. Investigation methods/results: the device was returned but not in the original package. The implant was verified to be a glidewell ht implant ø4.3 x 13 mm (70-1189-imp0012) using the radiographic template (mkt-013579 rev 1 pk-4500230-112023). There was no defect or non-conformity observed and the threads were intact. Matter was observed in the treading of the implant. The complaint is verified based on the returned part but cannot confirm the failure mode. There was no evidence found that indicated that the reported issue was caused by the device itself. Root cause description: per the reported information, the provider did not observe any issues with the implant therefore a root cause could not be determined. Manufacturer reference: (B)(4).

Manufacturer narrative:
The device was returned for analysis; however, the evaluation of the device is pending. Once the investigation is completed, a supplemental report will be submitted. Manufacturer reference: (B)(4).

Event description:
It was reported by a healthcare professional that the glidewell ht implant failed. The patient presented for implant placement on (B)(6) 2025 on tooth position #13. The patient returned on (B)(6) 2025 with complaint of pain and discomfort. During the examination, the provider did not observe any infection or issue with the implant. The implant was stable. The reported device was explanted due to the pain and discomfort experienced by the patient. No medical / surgical intervention was required. No grafting was performed; the doctor is allowing the site to heal on its own. No replacement was implanted. The patient status was reported as healthy.